Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Device received missing reservoir tube o-ring, serial number label fading, keypad overlay texture damage, cracked select button keypad overlay and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was a crack on the device. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.